Event description:
It was reported that the customer administered too large of a bolus for their needs. The customer's blood glucose (bg) level subsequently decreased to 50 mg/dl. Reportedly, the customer planned on addressing their bg level after troubleshooting with tandem technical support. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned